Event description:
Three events with onestep CPR complete pads with lot#4923l failed a nightly self-test, noting expired pads; however, the printed expiration date on pads was within the printed date.